Event description:
(B)(4). Same patient as: 2134265-2011-00178. It was reported that during a percutaneous transluminal intervention, balloon positioning/placement difficulties were encountered. The index procedure treated the 80% stenosed, 3.2x6.0mm target lesion located in the bifurcated mid left anterior descending (lad) artery. Treatment utilized a direct stent technique with a 3.0x8.0mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 5 days later on aspirin and prasugrel. In (B)(6) 2010, the patient was admitted with cough and fever. Chest x-ray revealed mild fluid overload or congestive heart failure pattern with no focal infiltrates. The patient had elevated troponins. Clinical diagnosis was reported as myocardial infarction and cardiac catheterization was recommended. Reintervention six days later, treated the mid lad using a non-bsc wire which was advanced across the lesion to the distal portion of the vessel. A 3.5x8mm nc quantum balloon was inflated, however, there was difficulty maintaining position of the balloon across the short focal lesion due to watermelon seeding of the balloon. The nc quantum balloon was exchanged for a longer 3.5x12mm apex balloon which was successfully inflated. Residual stenosis was 20%. Additionally, during the intervention a non target vessel in the left circumflex (lcx) was treated with a 3.5x12mm non-bsc drug eluting stent. Residual stenosis was 0%. The patient was discharged 3 days later on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier - (B)(6). (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).